Event description:
During a standard treatment, an electrical dental handpiece got hot and burned the cheek on three spots to the size of the backcap. The patient got some otc samples of oxyfresh aloe gel.

Manufacturer narrative:
During a standard treatment of an electrical dental handpiece got hot and burned the cheek on three spots to the size of the backcap. The patient got some otc samples of oxyfresh aloe gel. The analysis of the handpiece did show that the head was dented at the back cap causing the back cap to stick in. As a result it interferes with moving parts causing the head to heat up. Also the bearings have been gritty and the water spray was poor. The user instruction requires a test run before each use and informs that a handpiece must not be used if it runs out of specifications. Reported due to the two year presumption rule.